Manufacturer narrative:
Npb was only authorized to upload the software.

Event description:
The service report shows, the customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event. The hospital biomed technician inspected the device and replaced the bdu board. The unit passed extended self testing.